Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type?. H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI) . H4:device manufacture date. Evaluation summar y: it was determined that the event was caused by a partial disconnection of the signal cable, resulting in a disconnection state during a specific bending operation, resulting in the disappearance of the image. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 11-nov-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 12-nov-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During angulation image freezes. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.